Manufacturer narrative:
Age or dob, weight, & ethnicity unknown, not provided. If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted and had to be removed/replaced with a back up lens because the iol was torn. The replacement lens is of a same model and diopter. No further information is available.

Manufacturer narrative:
Additional information: upon further review it was noted that additional info. Received such as dr. (B)(6), patient dob (date of birth) (B)(6) 1947, os (left eye) affected. Field below updated. Section a2: date of birth: (B)(6), 1947. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: apr 14 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification was performed and revealed that the lens was cut into 3 pieces and both haptics were damaged. Due to the returned condition of the lens (cut into 3pieces) no further product evaluation can be performed. The complaint issue dc-iol torn was not confirmed. The other observed issue during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.